Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the black box and alarm history showed a call service 078 alarm and was duplicated. The rewind, load, and prime steps and the 24 hour testing failed. Unrelated to the original complaint, internal moisture damage was found near the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 02/10/2017 - correction to serial #.